Event description:
It was reported by the affiliate that during an unknown procedure, there was no function of the device. No further information is available and no patient consequence was reported. Procedure finished with same line product and 1 device is being returned.